Event description:
The hospital reported that during the coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. The surgeon used a side biter clamp to complete the procedure. No other patien complications were reported by the hospital. This report is for the first seal that did not deploy, and a subsequent seal was used to attempt completion of the procedure.